Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter, product ID 85 91-38, lot# d35084, implanted: 2013-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that the ¿nurse said the pump is not working¿. The reporter did not have any details on what was wrong or if there was a functional problem with the pump or if the patient was alleging they were not receiving adequate therapy. An MRI was possibly to be performed. It was noted the patient was receiving 20mg per day of oral baclofen as well as IV morphine and lidocaine as needed. The device system was used to deliver bupivacaine, baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.